Event description:
It was reported that, three months prior to the report, the patient started to notice that her pain level was high. It was stated that ¿it kept hurting worse and worse¿ and it was believed that ¿something was wrong¿. Ten days prior to this report, the healthcare provider (hcp) confirmed that the patient was not getting medication. There was no medication ¿in the tube coming out from the pump¿. A volume discrepancy also occurred. The expected reservoir volume (erv) was 2ml and the actual reservoir volume (arv) was 8ml. There had never been that much of a difference. The hcp performed a dye study to confirm that the patient was not getting medication. It was noted that, three months prior to the report, the patient hear ¿one little low beep¿. It was questioned if the pump had been recalled. The device system was used to deliver dilaudid. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).